Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis that was manifested by abdominal pain, fever and cloudy effluent. The cause of peritonitis was unknown. It was reported that the patient was hospitalized for the event. The patient was treated with vancomycin injection (intraperitoneal, 1 gram start dose and frequency not reported), amikacin injection (intraperitoneal, 100 milligrams, once a day) and imipenam injection (intraperitoneal, 1 gram, once a day) for the event. At the time of this report, the patient outcome was unknown. Action taken with dianeal therapy was not reported. No additional information was available.